Event description:
Per the clinic, the device was explanted (date not reported) for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported). The patient's head was wrapped as recommended by cochlear. The patient experienced discomfort during the MRI but did not terminate the procedure. Following the MRI, the patient experienced discomfort due to the magnet dislodgement with associated retention issue; however, clinical benefit was still achieved. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device on (B)(6) 2025.